Manufacturer narrative:
A ge service representative performed an on site investigation. The bsa board and the nwa board during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.